Manufacturer narrative:
The excor atrial cannula (lot 00142239) was implanted on the patient (B)(6) 2025 and remains on the patient to date. The event occurred on (B)(6) 2025, which is (219 days) after the cannula was placed on the patient being supported with an excor active driving unit. The affected cannula section is not returned to berlin heart for investigation, as the affected cannula section in question was already discarded. Therefore, neither the failure nor the cause of the failure in question could be determined. We have reviewed the device history record (DHR) of the cannula lot no. 00142239. This product was produced according to our specifications. According to the production record, a total of 4 cannulas with this lot no. Were produced. All cannulas were distributed in the USA and used. There is one complaint associated with this lot number that occurred on the same patient. This event has been submitted as 3004582654-2025-00065.

Event description:
On (B)(6) 2025, the site contacted berlin heart inc. (Bhi) clinical affairs (ca) to report that a portion of the excor atrial cannula for small children ø 6 mm; l 25 cm in rvad had been excised due to an external scratch on the cannula, 4-5 mm below the velour. According to the site, the concerning portion of the cannula was excised and a new excor extension set; ø 6/6 mm was placed. Due to the location of the defect, the titanium stub of the extension set is under the velour. The site reported that the excision and extension placement went without incident and the patient remained hemodynamically stable throughout. The excor blood pump functioned as intended, maintaining complete filling and ejection throughout. The site reported that the excised portion of the cannula was discarded and therefore will not be returned to bhi for further evaluation.